Event description:
It was reported that the customer was receiving no delivery alarms. The customer's blood glucose was 300 mg/dl. The customer, at the time of the call, was using her previous insulin pump. The customer was unable to troubleshoot the no delivery alarm because she was not using the current insulin pump at the time. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.